Manufacturer narrative:
The insulin pump alarmed during self test and high idle current due to faulty connector on radio frequency board. The insulin pump was unable to download to carelink pro due to alarm. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had alarmed failed self test. Blood glucose was unknown at the time of the incident. Customer was assisted with self test and it failed. The customer was advised the insulin pump will need to be replaced.